Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that restenosis occurred. In (B)(6) 2013, the patient presented due to an old myocardial infarction. Subsequently, the index procedure was performed. The 90% stenosed, 15mmx2.25mm, type a target lesion was located in the severely calcified mid left anterior descending (lad) artery. The lesion was treated with pre-dilation and placement of a 2.25x16mm promus element¿ plus stent at 14 atmospheres. Following post dilatation, visual residual stenosis rate was 0% and timi 3 flow was obtained, and the procedure was completed. Two days post procedure, the patient was discharged. In (B)(6) 2013, coronary angiography was performed and 50% stenosis, timi 3 flow were confirmed. In (B)(6) 2014, coronary artery restenosis in the proximal lad was confirmed. Percutaneous coronary intervention (pci) was performed on the same day and coronary artery restenosis in proximal lad was solved.